Event description:
Information received from a healthcare provider (hcp) reported that the patient's implantable neurostimulator (ins) was in an overdischarged state. The hcp reported that the patient claimed their device was dead and that they couldnt make adjustments or communicate with it. It was reported that the patient went through a scanner at the airport and thinks it may be part of the issue. At some point, the patient tried to charge their ins but the charge only lasted a short time. The hcp reported that a day prior to the date of this report, the patient tried to charge again but the device wouldnt take a charge or do anything. It was mentioned that the patient had an MRI scan in (B)(6) 2016 and the device seemed to be working then as the patient was able to put it in MRI mode and see that they were full body eligible. The hcp stated that it had been about a year since the device hadnt been working properly. It was noted that the patient met with someone, presumably a manufacturer representative, who knew about the device and must have been able to get it to charge, but the hcp didnt know when that occurred. It was reviewed that the device was likely overdischarged and needed to be jump started. The hcp stated that the patient did say something about needing a jump start and it was recommended that the patient follow up with their physician. No patient symptoms were reported. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.